Event description:
Reported via patient call center it was reported the implant did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted on (B)(6) 2017. The patient was discharged. The patient reported being on aspirin for eight years post watchman implant. A computed tomography (CT) scan was completed recently and noted a device leak less than 8mm. As a result, the patient was prescribed 5 mg of eliquis twice daily and was referred to an electrophysiologist for directions on atrial fibrillation management.

Manufacturer narrative:
B3: date of event: aware date was used as event date of actual event date was not known.d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.